Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart. She went to her pcp and was diagnosed with a uti. She was given an antibiotic. Two weeks later she went to the ER and was diagnosed with a kidney infection. She was given antibiotic bactrim and phenergan for nausea. She also had been getting migraines. Her symptoms had not completely resolved but were improving with the antibiotic prescribed.